Event description:
Hospitalized due to erratic blood sugar levels. It was indicated that the customer does not recall dates of hospitalization. It was reported that the md at the diabetes center had taken pt off the pump and is currently on manual injections. Previous to this event, the customer had called to troubleshoot the pump and it passed the tests. Moreover, the pump had been replaced at that time. The customer was educated on site issues and using an insertion tool to improve insertion technique.